Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital alleged that during patient use, the inspiratory safety guard cracked and came off the device leaving a piece in the device that was unable to be removed.

Manufacturer narrative:
Ge healthcare (gehc) product engineering performed an investigation of this event. The customer alleged that the filter on the inspiration safety guard (isg) broke during a case and the unit subsequently alarmed â patient disconnectedâ¿? At 13:12 on (B)(6) 2021. The respiratory care practitioner (rcp) was called to the room due to patient decompensating. The rcp looked at the connection and stated the filter had broken off and immediately began hand resuscitating the patient. While bagging the patient, a replacement inspiratory guard filter and ventilator was obtained. Since the broken piece of the filter could not be removed from the ventilator, the ventilator was replaced. Reportedly, the patient did not recover from the initial decompensation and expired. The customer did not provide gehc with the broken filter but was provided with pictures of the broken isg that suggest that the isg was broken by an external impact. The response to a customer questionnaire indicated that a bedside x-ray was being completed at the time of the event and that an x-ray technician may have bumped into the filter with the x-ray equipment. Based on the information from the complaint and the customer questionnaire, the root cause of this investigation is a broken isg due to possible external impact. The carescape r860 ventilator performed as intended, alarming appropriately, and the complaint indicated after the event the system was deemed fully functional following inspection of the ventilator.